Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Rep reported high shock impedance, trending up in the last year. Sensing has trended down in the last year. No adverse events reported. Should additional information become available, it will be added to this file.